Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with their infusion set adhesive. He said that he was having issues with the adhesive patch on his infusion set, he had high blood glucose and his belt clip broke. Troubleshooting was completed for the tape not sticking. The customer had a high blood glucose of 400 mg/dl but did not want to troubleshoot because he stated that it was because he forgot to treat after eating and he ended up treating with a manual injection and the pump. The insulin pump and the belt clip will not be returning for analysis.